Event description:
It was reported that a female patient underwent an unspecified breast surgery with a ce med height te 550cc tissue expander that deflated post implantation. Deflation of the left breast tissue expander was reported. As a result, the patient underwent explantation on an unknown date.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: tissue expander deflation. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 06-jun-2022, the mentor failure analysis lab received the device for evaluation. It was previously reported that the device is a ce med height te 550cc tissue expander with catalog #3548224. New information received states that the device is a mentor cpx 4 breast tissue expander 550cc device, catalog #3548214, lot #9503008, UDI (B)(4), 510(k) #k130813. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 06-jul-2022, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced deflation in the tissue expander. The product was returned to mentor for evaluation. Mentor conducted a visual inspection and microscopic examination of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the tissue expander. Leak testing was performed and it revealed a tear at the juncture of the shell and anterior patch. A microscopic examination was performed and the cause of the tear could not be identified. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).